Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to unknown reasons at this time. Orig. Surg. And rev. Date unknown.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed and photographic images were made of the product. Evidence that product in specification when used.(B)(4).